Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 355531, lot # n315170, product type screening device; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that a patient had their implantable neurostimulator (ins) moved over because the original position was rubbing on his pelvic bone.